Manufacturer narrative:
Date of birth: (B)(6), (exact date unknown).

Event description:
It was reported that during an intra operative procedure the patient experienced a severe venous coagulation due to an air emboly. During the procedure there was relevant bleeding when the dura was opened and normalized with medication and coagulation of the vessel. The patient recovered and was released from the hospital.